Manufacturer narrative:
The device was returned to zoll medical for evaluation. The reported malfunction of error 1052 was duplicated, and the smart pneumatic module board was replaced to remedy the problem. The reported malfunction of error 1174 was observed during review of the device's history log. The device was put through extensive testing which included stress testing and full functional testing without duplicating the malfunction. The device passed was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "airway pressure sensing failure - 1052" and "off set self check failure - 1074" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.